Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x2) on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices it is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019- patient was diagnosed with incisional and umbilical hernia thereby underwent open repair with implant of ventralex st meshes (device 1 and 2). Per op notes, ¿there was a hernia superior to the umbilicus and an umbilical hernia and were freed from the surrounding tissues. The ventralex st mesh (device 1 and 2) were placed into each of the defect and sutured¿. (B)(6) 2021- patient was diagnosed with midline ventral hernias, intra-abdominal adhesions, thereby underwent open repair with explant of ventralex st meshes (device 1 and 2), implant of synthetic mesh. Per op notes, ¿through previous incision, 3 hernia defects were identified and the fascia was opened. Two ventralex st meshes (device 1 and 2) from the previous repair were excised and adhesiolysis was performed. A spigelian defect was noted and was closed with sutures. A synthetic mesh was placed centered in the fascial plane and sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2018) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot., UDI no., expiry date), d6b, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex st mesh (device 1). An additional supplemental emdr was submitted to represent the bard/davol ventralex st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x2) on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices it is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralex st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted.